Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, visual inspection, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 was identified during the event history log review and functional testing. The cause of the condition was determined to be battery damaged/depleted. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-94. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.